Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative reported that during a pocket revision the patient¿s extensions were damaged. It was unknown how the extensions got damaged. The extensions were removed and replaced with a new extension and a plug. This extension was tunneled to the pocket and connected to the patient¿s implantable neurostimulator (ins). Impedance testing was normal and the patient was programmed after the surgery. Their stimulation pattern appeared unchanged. The issue was considered resolved at the time of the report. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.